Event description:
The facility reports the care aide was moving the resident off the toilet to the wheelchair. The resident pulled arms inside the toilet sling and started to slide out. The staff lowered the resident to the floor and removed the sling and replaced it with the large padded sling to lift the resident. After resident was placed on the bed, the care aide noticed the resident had a deep cut to the shin, requiring stitches.